Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153231.

Event description:
Voluntary medwatch received states a patient's right ventricular (rv) lead presented not working well. No further information was provided. The lead remained in service. No adverse patient effects were noted.